Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown liner, lot #unknown; item #unknown, unknown cup, lot #unknown; item #unknown, unknown stem, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day due to showing signs of nickel allergy. Additional information was requested, however, no information was available.